Event description:
The reporter contacted lifescan alleging that the product was beeping and was possibly displaying the "error 6" message. According to the customer care advocate's documentation, the reported issue was unresolved. There were no allegations of harm or injury. Meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.